Event description:
Per the safety event: was placing an IV in the patient, but when I pulled the cap off the IV to expose the needle the whole catheter and hub just fell off with the needle unretracted.